Event description:
It was reported, the camera head image was image distorted. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found disturbance in the image, camera cable is flooded, camera cable buckled and damaged, as well as corrosion at the electrical contact point of the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: flooding of the camera cable indicates that the internal ccd may have failed. Therefore, it is likely that normal communication is not possible and the image distortion you indicated is occurring. The camera cable is damaged, leading to a tear, and it is presumed that the water tightness could not be maintained, leading to flooding of the camera cable. This phenomenon was newly confirmed during the equipment inspection at the repair department. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history review revealed no findings/no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "warnings" section in the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. "Precautions for cleaning, disinfection, and sterilization" and "warning" in "storage". Do not clean, disinfect, or sterilize this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor the field performance of this device.